Event description:
Ordered libre 3plus glucose monitor, 4 of the six were defective. Two were replaced and now abbott labs will not respond to the last two defective sensors. I have used the libre 2 senosors for three years with no problems. I am aware they have a recall on defective sensors, however mine are not included. I simply want the defective sensors replaced as I paid for them. Pt code: 1905. Device code: 2588. Ref reports: mw5181748, mw5181750, mw5181751.